Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the plus key gets stuck at times and causes stimulation to ramp up. A replacement programmer was sent to the patient to help resolve the issue. No further information is available at this time.